Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and was found to have abnormal stress test or imaging stress test indicative of ischemia. The patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal left anterior descending artery (lad) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 12mm study stent with residual stenosis of 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient visited an outpatient department and underwent a dobutamine stress echo in view of intermittent chest pain and dyspnea. Stress echo result was positive for inducible ischemia with left ventricular ejection fraction (lvef) 50-54% (normal), moderate aortic regurgitation and a small apical wall motion abnormality with akinesis of the segments were noted. Subsequently, cardiac catheterization was planned thereafter. Eight days later, coronary angiography revealed 100% bifurcated and chronic total occlusion (cto) in the distal lad with timi flow 0 which was tried to engage with a stiff guideiwres including 2 non-bsc guidewires. However, the guidewires both failed to cross the lesion and the lesion remained unamenable. The 100% in-stent restenosis (isr) located in the distal lad was attempted to be treated with percutaneous coronary intervention (pci).